Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and blank display. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with pump. The customer's most current level was 120mg/dl. The customer received unexpected restart alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, self test, and unexpected restart error tests. No external ram crc or unexpected restart alarms were noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alert and no blank display was noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.